Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep clarifying that there were two leads.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Product ID 355531, lot# n693957, product type screening device. Conclusion code belongs to the lead.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that after a lead was positioned, #5 and #6 electrodes were 10 ,000 ohms or greater as a result of measuring impedances. Even after the lead grooves were exchanged and impedances measured again, #13 and #14 electrodes were 10,000 ohms or greater. A multi-lead trialing cable (mltc) defect was thus suspected. No x-ray images were available. There were no external factors that contributed to the event. No interventions or actions were taken to resolve the event. The issue was resolved at the time of this event. No surgical intervention occurred, nor was planned. The patient was alive with no injury. Additional information was received from the company representative (rep) reporting that the mltc was not replaced. After the leads were switched and impedances measured again, no issues were detected. No further complications were reported or anticipated.